Manufacturer narrative:
Csz medical technical support received a complaint stating the device shut off during a procedure. No patient harm or injury occurred. Device was switched out and the procedure continued successfully. Csz medical technical support troubleshot the device over the phone with the user facilities biomed and found f6 fuse blown. Biomed replaced the f6 fuse and the issue was resolved. The device is functioning as designed.

Event description:
Cincinnati sub-zero medical technical support received a complaint from rusty taper in biomed stating the device shut off during a procedure. No patient harm or injury occurred. Device was switched out and the procedure continued successfully. This report was filed in our complaint handling system as complaint (B)(4).